Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the muscle on spaying procedure, the thread broke. There were 3 pieces of sutures which needle was detached after half of the suture was used and 1 piece of suture which needle was detached when the pack was opened. The veterinarian opened a new pack of suture to complete the procedure. There was no patient injury.